Manufacturer narrative:
(B)(4). The analysis results found that a sr75 reload was received with the left gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when loading the device, the proximal part of reload broke off. No part fell in patient. The case was completed with another device of the same product code. There were no patient consequences reported.